Event description:
It was reported through the research article ¿assessing a conservative anticoagulation protocol following gastrointestinal bleeding in patients with a heartmate 3 lvad¿ that heartmate 3 (hm3) may be associated with bleeding. This retrospective single-center study evaluated time free from hemocompatibility related adverse events (hraes) following gastrointestinal bleeding (gib) in patients implanted between sep2020 and aug2022, who were managed with a specific, conversative anticoagulation protocol with delayed resumption of antithrombotic therapy, aspirin and warfarin. Hraes were defined as nonsurgical bleeds, thromboembolic events, and neurological events. Secondary outcomes included were rates of hospitalization, transplantation, and mortality. Out of 99 hm3 patients evaluated, 17 patients experienced a gib. Nine patient subsequently had two or less bleeding events within 30 days after a gib event. Six months post gib, less than 50% of patients were free from recurrent gib. Although not statistically significant, it was noted that more patients with arteriovenous malformations had recurrent bleeding events. Nine patients were hospitalized for bleeding events. No thromboembolic events, deaths, or greater than 2 bleeding events were reported.

Manufacturer narrative:
A1-a6: specific patient information and device serial number was not provided and is documented as unknown b3: event date entered as the same as published date; date of data collection was not provided. D4: section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.